Event description:
Caller reported a malfunction on the pump with a specific error noted as malf 3, and there was no adverse impact on the customer¿s blood glucose level. In response to the issue, technical support provided instructions on how to put the pump into storage mode and advised the customer on steps to take upon receiving a replacement. A replacement pump was dispatched, and the customer was instructed to return the faulty pump to tandem using a provided return box and pre-paid label.